Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump would squirt out insulin during the manual priming process and the pump alarmed to indicate the force sensor system was compromised. Customer's blood glucose was not known. During troubleshooting, customer stated insulin pump had not been bumped or dropped prior to the alarm. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. Unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, missing end cap sticker, cracked belt clip slot, cracked case at reservoir tube window corners and cracked reservoir tube window corners.